Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect clinical code - alteration in body temperature.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 04/01/2026 and 04/02/2026. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. On 04/01/2026, it was reported that the patient experienced inaccurate and erratic cgm values. The patient utilized a tandem t: slimx2 insulin pump. The patient¿s son indicated that on 04/01/2026, the cgm displayed a high reading (exact values unspecified), however it decreased and the tandem t: slim display showed the cgm was 80 mg/dl, and he gave the patient orange juice. No bg fs was obtained and there was no report of any symptoms. The next day 04/02/2026 upon waking the patient was symptomatic and was weak, vomiting, feeling hot, confused, which the reporter thought was dka. The cgm value was 117 mg/dl while the bg fs value was 457 mg/dl. The son administered 16 units of novolog, but the cgm continued to show inaccurate readings (unspecified value). He then drove the patient to the emergency room (ER), where the bg fs was 153 mg/dl and the cgm read 77 mg/dl. Treatment included IV fluids and she was tested for ketones, though the son could not confirm the results. At the time the event was reported they were at the ER awaiting test results and were preparing to transfer the patient to ICU. The patient was feeling better and bg levels had started to decrease. No other details were available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The next day, on 04/02/2026, the reported glucose values fall within the c zone of the parkes error grid. The reported glucose values fall within the b zone of the parkes error grid was taken in the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.